Event description:
It was reported that during an exchange procedure, the new implantable device exhibited pacing inhibition greater than 2 seconds, as a result of the oversensing of noisy signals when disconnecting the right ventricular (rv) lead from the old device to connect to the new device. Additionally, the physician was concerned regarding the difficulty to insert the rv lead into the header of the new device, it was opted to take out the rv lead and re-inserted it into the header. Then, all measurements were in range. At this time, the product remains in service and no additional adverse patient effects were reported.